Event description:
According to info rec'd from the initial reporter, the pt had his bjork-shiley convexo-concave aortic heart valve replaced due to aortic stenosis. According to the operative report rec'd from the initial reporter, the heart valve was functioning well. Significant pannus was noted involving the rim of the prosthesis and at the sub-valvular area. The valve was explanted and replaced and the pt survived surgery.